Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
It was reported the device did not alarm, which resulted in patient resuscitation. It was also noted the alarms were not in the alarm history. A review of the audit logs revealed the device alarmed as expected and alarm history was in the care period notes. Additional training to staff was offered at the time of this report.

Manufacturer narrative:
Despite several attempts to obtain additional information, the incident time remains unknown. The following functional tests were performed: the remote support engineer (rse) checked log files with a help of clinical specialist. According to log files surveillance has alarmed as expected and alarm history should have been checked via old care period notes. No trouble found with the patient information center ix and the system meets full specification for the performed service. The complaint was escalated for technical investigation to the responsible product support engineer (pse). Evaluating the provided audit logs yielded the following result: as no incident time was provided by the customer and no information which alarm the customer would have expected, the product support engineer has reviewed the provided audit log for the 15th october 2024. There are 3000 logged events with some yellow and red alarms in-between. The pse confirmed there were multiple alarms logged and based on this information the device is working to its specifications. Clinical assessment the patient's treatment was not delayed at any point and alarms sounded at the central station and the corridor. Based on this information, the device alarmed and there was no delay in care; therefore, the device did not cause or contribute to the reported patient harm. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Analysis was performed and investigation has been completed. The engineers provided their analysis findings and confirmed no trouble found with the patient information center ix. The device remains at the customer site. There was no reported delay in care or resuscitation, and the device is unrelated to the reported event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H6 device problem code: l3 code corrected from no audible alarm to defective alarm.